Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the large hem-o-lok clip applier instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier did not move smoothly. The procedure outcome is unknown. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the large hem-o-lok clip applier instrument. Failure analysis found the primary failure of cracked clamping pulleys to be related to the customer reported complaint. The large hem-o-lok instrument was found to have cracked clamping pulley of input #5 (pitch). The crack resulted in loss of tension of the correlating pitch cable.

Event description:
Refer to h10/h11 for follow-up information.